Event description:
On (B)(6) 2014 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) of 547mg/dl with nausea, symptoms of dehydration, and muscle aches. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient reportedly discontinued insulin pump therapy. There were reportedly no settings adjustments made prior to or after the alleged bg excursion. Customer technical support reviewed the pump with the patient and found that the time and date were set correctly and the basal history matched the active basal program settings. However, troubleshooting revealed that the basal delivery totals in the total daily dose history did not match the active basal program and there was no known cause for the alleged variation. The complaint is being reported based on the allegation that the patient experiences hyperglycemia associated with an alleged basal delivery issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/03/2015 with the following findings: the last bolus delivery was on (B)(6) 2014 and the last basal delivery was on (B)(6) 2014. An unexplained pump reboot occurred on (B)(6) 2014 at 00:16; deliveries never resumed. The pump was exercised for 24 hours with no errors, alarms, or warnings. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.